Event description:
It was reported that low audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).